Event description:
During CABG the pa began to harvest the saphenous vein from the left lower extremity (thigh). When activating the bipolar switch (blue lever on handpiece) to sever the venous branch, the cautery tip would not disengage. Pa quickly pulled the endoscopic instrument out of the patient's leg. The electrical feed kept going, causing the tip to glow white-red hot and briefly ignite into a small flame. The flame was immediately extinguished by waving the device. The item was sequestered, manager and rep notified. The endoscopic vessel harvesting kit was replaced with one from a different lot number and the surgery continued. No harm was noted to the patient after endoscopic reassessment.